Event description:
The unit was returned after reporting an over-infusion event. Upon receipt, testing triggered the flight recorder, allowing detailed review of subsystem behavior at the time of the incident. A second flight recorder file was generated after several hours of mock infusions to allow comparison with the original data. Engineering reviewed both data sets and noted that, at the time of the reported event, the fva cam was rotating in only one direction, whereas under normal operation it rotates bi-directionally. After the unit was power-cycled, the reported failure mode could not be reproduced during testing at the manufacturing facility. In addition to multiple hours of mock infusions, the pump was operated on the secondary channel at 1000 ml/hr for 10 hours, followed immediately by operation on the primary channel at 14 ml/hr for an additional 6 hours, with no anomalies observed. Engineering also conducted several days of additional testing and was unable to reproduce the issue. An internal inspection of the unit, including the fva assembly, revealed no evidence of damage or malfunction. The pump successfully passed all verification and functional tests with normal results. As a conservative measure, the entire fva assembly will be replaced prior to final functional testing. The issue reported by the customer was not confirmed.

Event description:
The following has been reported: biomed reported: "pump problem " I have a pump that needs to be evaluated. The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. Serial number: (B)(6). (B)(6) 2025- biomed reported: set no longer available. By the time the clinical engineering receive the pump it has been transferred through multiple departments and retaining the sets would be against infection control protocols. Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer. A preliminary review identified the following issue: overinfusion condition (safe state 1) (set issue) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.